Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump no longer functioned properly. There was no indication that the product caused or contributed to an adverse event. No further information was provided. If more information becomes available, a follow-up report will be submitted. This complaint is being reported because the alleged issue may impact insulin delivery function.

Manufacturer narrative:
Follow-up #1: date of submission 07-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: during the investigation, no unusual alarms were observed in the alarm history. The pump was found to boot to the verify screen with no errors. A 24-hour duration test was successfully completed. All keys responded appropriately. The investigators were unable to duplicate the ¿pump no longer works¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.